Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled and the lead appeared damaged at implant.

Event description:
It was reported that during the implant of the right ventricular lead, a smaller lead was needed for proper placement due to the existing, active leads. The lead was removed and replaced. No patient complications have been reported as a result of this event.